Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00748. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline flex device did not open during the procedure and vessel was damage when navien catheter moved in a different direction from the direction of blood stream. The patient was undergoing embolization treatment with flow diversion for a medium unruptured saccular left internal carotid (ic) cavernous aneurysm, measuring 15mmx5mm, landing zone distal 3.3mm proximal 3.8mm. The vessel was observed severely tortuous. It was reported that a case of flow diverter with a 15 mm-sized aneurysm on the inner side of the curve of an ic-cave omega shaped blood vessel. The roadmaster 8 fr was placed in the ic, and the navien 5fr 125 cm was placed in the curve in front of the aneurysm. Preparation was performed according to the instructions per the IFU, marksman via the traxcess wire was delivered to the m1. Reported pipeline was prepared according to the instructions per the IFU, and pipeline was delivered within the marksman and it was delivered to the tip portion. As recommended, the sleeve was removed with marksman (the first time of re-sheath), it was pulled down to the target lesion with a ¿system pull¿ , and deployment was attempted with wire push. However, it did not deploy at all from the tip portion of the pipeline. Even though it deployed to mid part of the pipeline did not expand at all. Even system pull / system push was performed for several times, the deployment was failed. Therefore, as repositioning, a full re-sheath (the second time) was performed once with marksman. And then it delivered to the straight-line part near the ic-top, and an attempt was made to expand the pipeline distal flare. Even wire push / wire pull / system push / system was performed, the pipeline did not expand at all and it never started to expand even at the mid site. The vascular tortuosity of the lesion site was severe, navien could only advance to the front of the aneurysm. In order to improve the operability, and in order to deliver navien to the distal side of the aneurysm, it was planned to the replace wire in marksman from traxcess to chikai 18 wire to enhance backup. However, there was no preparation of the distributor and thus it was changed to chikai 14 wire, and it was attempted to raise navien to the distal side of the aneurysm. However, the angle was tight like a hairpin curve, and navien could not be delivered further distally from the tortuosity part of the proximal region of the aneurysm. At that time, it was suspected that the navien 5 fr 125 was pushed up slightly strong, and navien moved in a different direction from the direction of blood stream. When it was checked by angiography, the blood vessel was injured at the tortuosity part ic of the proximal region of the aneurysm, and hemorrhage (ccf) was caused. There was no choice, the pipeline was deployed again while keeping navien in the proximal region of the aneurysm, but it was not deployed at all and abnormality with the product was felt, and the pipeline was decided to be collected. When the implant part of the pipeline was checked, it was found that thrombus adhered to the distal flare and the tip was deflated, and the braid slightly came apart. After that, a new pipeline was unpacked, and it was deployed smoothly. As ccf was developed, one more pipeline was implanted additionally, and ccf was caused, but the pipeline implantation procedure was successfully completed. In the aneurysm, the eclipse sign appeared clearly, but hemorrhage of the ccf was not settled. The ccf hemorrhage site will be followed up and the procedure was completed temporarily. Right after the treatment, the patient's condition did not deteriorate. The worst situation was escaped extracranially. Next week, follow-up observation was planned to be performed by angiography. No dapt performed.

Manufacturer narrative:
The pipeline flex was returned without the catheter used. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid were fully opened and no damage. In addition, the middle section of the braid appeared to be fully opened and no damage. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the returned device, the pipeline flex was not confirmed to have failure to open at middle section as the middle section of the pipeline flex braid was fully opened and no damage. It is likely that the severe vessel tortuosity may have contributed to the failure to open. There was no non-conformance to specifications identified that led to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.